Event description:
In 2007, patient underwent cardiac catheterization, experienced acute myocardial infarction, and proceeded to open heart procedure (CABG). Patient had intra-aortic balloon pump placed during cardiac catheterization procedure. Following surgery, patient suffered acute respiratory failure requiring mechanical ventilation. The following month, balloon pump alarmed, and blood began returning through helium line. Line was clamped and pump shut off. Balloon was then pulled. Required pressure to be held manually for 35 minutes, then double wedges applied to groin with elasto dressing. Balloon pump was not replaced. Patient continued to experience acute respiratory failure, electrolyte imbalance, jaundice, and pleural effusion. Patient ultimately recovered, and was discharged with home health care for rehabilitative services.